Event description:
Surgery for stress urinary incontinence using tvt. In past few years have had trouble with numerous bladder infections, blood in urine, pain in right side. Hospital where surgery has done, has lost all records. Dr's report does not show this info.